Manufacturer narrative:
Insulin pump was received with critical pump error open book image due to corrosion on the force sensor and unable to download due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. Corrosion was also found on the motor during visual inspection. Insulin pump was received with scratched case, corroded battery tube, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump had a crack in the case. The insulin pump was cracked on the back side. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.